Event description:
The hcp reported they were informed by the pt's daughter that the pt died in 2006. The daughter reported the pt had multisystem failure and died from complications from a stroke of 2 years ago. The hcp had no other information on the cause of death or if an autopsy was performed. A follow up report will be sent if add'l info is received.